Event description:
It was reported that the patient underwent a revision surgery with bone grafting on (B)(6) 2015 due to a non-union of the right femur. The original surgery was an open reduction peri-prosthetic for a right femur fracture on an unknown date. Fracture went on to a non-union and was revised. All hardware was removed, bone graft was inserted, a new 16 hole curved peri-prosthetic plate was implanted, secured with cables and screws. All previous hardware was noted to be intact. No further complications noted, patient outcome was stable and no delay in surgery. Confirmed, there is no additional information and no parts will be returned. This report is 13 of 17 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight unknown. Event date: unknown. Implant date not reported, unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.